Event description:
A talent abdominal stent graft system was selected for endovascular treatment of an abdominal aortic aneurysm. It was reported that during prepping of the device, a kink was noticed about 1/3 of the way down from the handle towards the taper tip. It is unk whether the kink was due to user handling or was kinked in the packaging. There was damage to the outer packaging of the delivery catheter prior to prepping the device. The device was not used, and another device was used to complete the case successfully. The device was discarded by the user facility. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4).